Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission stent system was unable to pass through a severely calcified lesion with severe tortuosity within the lad. The procedure was terminated and switched to a dcb.